Event description:
Customer reported hospitalization due to having low blood glucose. Customer states that there is a button error alarm. The blood glucose reading is 301 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in a loop of a motor error alarm during the bolus or basal delivery. A motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The reset error test, occlusion test, and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners and the display window.